Manufacturer narrative:
The device was returned to the repair facility for evaluation and the customer's allegation was confirmed. The following reportable findings were also identified during the device evaluation: there was corrosion on the scope mount, discoloration at the electrical contact of the video connector, and discoloration of the image sensor. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable was damaged which resulted in the inability to communicate properly and leading to image noise. However, a definitive root cause could not be established. The results of the investigation did not lead to the identification of the cause of the malfunctions identified during the device evaluation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a noisy image. The event occurred during at the beginning of an unspecified therapeutic procedure that was completed using a similar device. There were no reports of patient harm.